Event description:
The customer requested an event log review regarding a pca infusion. Intended programming was hydromorphone 1mg/ml, 50ml in a 60 ml syringe, basal dose of 0.2mg/h, bolus dose (presumed to mean pca dose) 0.4mg every 6 minutes with a one hour max limit of 4.2mg. The infusion was started in the recovery room and later that evening, the floor nurses noticed that the programming was wrong. They believed the device may have been programmed to deliver a 4mg dose instead of 0.4mg, however, the basal rate was correctly programmed at 0.2mg/h. The pt experienced "decreased o2 sats and increased grogginess" that required treatment with narcan. No further pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Devices not received, lot review only. The customer's report of incorrect programming was confirmed in the event log review. The pcu event log shows that the pca module was programmed to infuse a pca dose plus continuous infusion of hydromorphone 1mg/1ml through guardrails at 12:43pm. The user initially entered the pca dose to be 0.2mg, but then changed it to 4mg. The user selected yes to the guardrails warning "pca dose exceeds guardrails limit of 0.4mg. Proceed?". The pca dose remained at 4mg until 9:28 pm when the user changed it to 0.4mg. The root cause of the customer's report was identified as user programming.